Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided section d6a - implant date: implant date does not apply because the lens was removed during the same procedure. Section d6b - explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (iol), the trailing haptic was not folded and twisted. This was found when the optic was about to be implanted into the eye. The iol was implanted without changes, but the trailing haptic got torn. The lens was cut to be removed and the procedure was completed successfully with the back-up lens of the same model. The series of additional procedures prolonged the duration of surgery for less than four minutes. There was no patient injury and no further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: jul 28, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with a detached haptic overridden and stuck inside of the cartridge. The haptic could also be observed to be unfolded. The handpiece was disassembled and the assembly was inspected. No issues that could cause or contribute to the complaint issue could be identified. The piece of haptic was removed from the cartridge. The lens was cleaned and, inspected, and could be observed to be cut and have a detached haptic. The remaining haptic of the lens was measured and was considered within specification. Dimensional inspection was performed on the remaining haptic confirming that the haptic width and haptic thickness were manufactured within specification. The complaint issue of trailing haptic not folded was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issues of haptic damaged and delivery issue were not confirmed during product evaluation. The observed issues of haptic detached and stuck in cartridge are similar to the reported complaint issue, however, based on the complaint investigation results, the observed issues during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.